Manufacturer narrative:
The investigation is ongoing. Further information and the product has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Customer opened hls kit box and found the top of the peel pack to have a puncture. Device not used on a patient. No patient contact. Complaint ID#(B)(4).

Manufacturer narrative:
The following complaint information was provided:¿ customer opened hls kit box and found the top of the peel pack to have a puncture.¿ no harm to any person was reported. The hls set was technically investigated in the getinge laboratory on 2022-07-08. Upon visual inspection 3 holes with a diameter of 11,0mm, 9,7mm and 3,3mm could be confirmed. In addition damages were noted on the outer packaging. After opening the hls set it was noted that the velcro straps were loose and the so2- connector was slightly kinked. Thus the reported failure "holes in tyvek cover" could be confirmed. The most probable cause of the reported failure "holes in tyvek cover" was determined to be loose velcrostraps causing enough freedom of movement of the hls module to made it possible to pierce through the tyvek cover of the hls intellipack during transport. The production records of the affected hls set (3000207510 ) were reviewed on 2022-07-22. Following steps are performed according to the bop with a 100 % inspection: - packaging into intellipack; - packaging check; - sealing of tyvek cover. According to the final test results, the oxygenator with the serial#1824066 passed the tests as per specifications. Production related influences are unlikely to have contributed to the reported failure. Maquet cardiopulmonary initiated a CAPA process in order to improve the design to prevent such packaging damage in future. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID #(B)(4).